Event description:
The suspected handheld computer with a flash card and a serial cable were returned to the manufacturer on 10/21/2015. Analysis is underway but it has not been completed to date.

Event description:
It was reported that the physician's handheld computer would not switch on despite being plugged to the outlet. Further information was received stating that the handheld was left to charge for three days and it could be switched on, but the charge indicator remained red after additional hours charging and that it would not turn green. The return of the suspected handheld computer is expected but it has not been received to date.

Event description:
Analysis was completed on the returned handheld computer. During the analysis, the main battery was able to hold a charge and power the handheld for over an hour. During the analysis, it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). The cause may be related to wear and/or usage of battery. Additionally, it was identified that the serial cable was providing power to the handheld intermittently. The cause for the anomaly is associated with an open electrical connection in the power cable portion. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. Analysis of the software was completed and no anomalies associated with the flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.